Manufacturer narrative:
Additional information received that there was no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Investigation found that the drvierod assembly was not functioning properly. The printed wire assembly board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's driverod assembly.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery as it appeared that the pump was delivering at a rate faster than it was set for. No adverse patient effects were reported.